Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient was having trouble with charging. No troubleshooting occurred, and the patient asked to be seen by a manufacturer representative at their clinic visit with their health care provider on (B)(6) 2018. A surgical intervention was not planned or performed at the time of the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that there was no charge interval. The patient was just concerned about time it was taking to recharge and wondered if she was doing something incorrectly. Rep reported everything was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since around (B)(6) 2018, the patient has been needing to recharge more frequently. They used to charge every two weeks, then they were charging every week, and now they are needing to recharge every 3-4 days. It was unknown if the increase in charging was due to how the patient was using the device or if something else was going on. The patient did speak with their doctor who redirected them to meet with a manufacturer representative (rep) to determine if the charging frequency is normal given their programmed settings. No symptoms were reported. The patient will try contacting the rep their doctor redirected them to see. No further complications were reported or anticipated.